Event description:
The patient reported her blood glucose level had risen to over 250 mg/dl. The pod adhesive had peeled off and 'the cannula was sticking out'. At the time of the event, the patient had worn the pod on the abdomen between 1 and 4 hours. To treat the issue, a manual correction was administered, and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5 hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.